Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the tissue pad came off the device. The piece did not fall into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.